Event description:
The hospital reported ghosting and patient switching waveforms. Transmitter 1043 was not displaying on the central station with the battery installed. Channel 1042 is being displayed in place of 1043's waveform when no battery is installed in channel 1043's transmitter.